Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 9.0 cm to 9.2 cm, 16.5 cm to 7.5cm, and 48.2 cm to 49.5cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that during an unrelated procedure, an insulation abrasion was seen on the atrial lead. The lead was explanted and replaced. The patient was stable.